Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The pump remains implanted and the patient ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient had positive occult blood test after drop in hemoglobin from 8.6 g/dl to 6.7 g/dl. No bleeding site was found. No arteriovenous malformations (avms) were observed. The patient was transfused 2 units packed red blood cells (prbcs) within 24 hours and in total. Hemoglobin stabilized. The patient was on the anticoagulant intravenous (IV) heparin at the time of the event. The event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.